Event description:
The patient's family member contacted lifescan alleging that the patient's one touch ultra meter was prompting the error 4 message. The medical affairs specialist (mas) spoke with the patient in 2005. They said that family member had contacted lifescan. The mas attempted to reach the patient's family member by phone 3 times at the number provided by the patient. The mas left a voicemail message for them to contact the mas. It would have been helpful to speak with the family member, as the patient did not recall information regarding the reported meter results noted by the ccr during the call with the family member. The patient takes 38 units of insulin every morning and 1 pill for diabetes every day; they did not know the specific medication names. They tested, as usual, before bedtime; they didn't remember what result they obtained on the reported meter. The next morning, before taking their insulin, they passed out and fell as they tried to return to bed from the bathroom. Their family member called emt. The patient did not know if they were admitted to the hospital for treatment of foot fractures caused by their fall. They were told that their blood sugar was "high" while they were in the hospital and they were treated with insulin. The patien's blood glucose level at the time of concern was unknown and the cause of their "passing out" is unknown the patient had not altered their diabetes treatment regimen and had been able to test with the meter the night before the incident. It is not clear when the error 4 message occurred on the patient's meter prior to the call to lifescan, as the patient said they had been able to test with the meter. The customer care representative walked the reporter through testing with the meter and the error 4 prompt displayed. The room temperature was within the system operating temperature; testing temperature outside of specifications can cause an error 4 prompt. The meter, test strips, and control solution were replaced.